Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced two (2) universal surgical manipulators (usm) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found in system logs, the error 32101 was found on the axes controller spar (acs) with p2=16 indicating the insertion encoder fault, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the components functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. The second usm was analyzed in system logs, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the components functioned as expected. The usm was then installed onto a pftp where all relevant testing was passed within specification. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure using an xi system, one of the universal surgical manipulator (usm) arms was faulting. System logs confirmed arm 1 errors. The customer power-cycled the system, cleared the fault, and completed the procedure without disabling arm 1. The customer also discussed the issue with a field service engineer (fse) and indicated that there was a problem with arm 4. The procedure was completed, and there was no report of patient injury.